Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire loop of a 6f exoseal vascular closure device (vcd) has restricted ejection and cannot be fully ejected. There was no reported patient injury. An unknown 6f short sheath, guide wire, angiography catheter, and guide catheter were used during the procedure. The procedure was a carotid angiography. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the guidewire loop of a 6f exoseal vascular closure device (vcd) has restricted ejection and cannot be fully ejected. There was no reported patient injury. An unknown 6f short sheath, guide wire, angiography catheter, and guide catheter were used during the procedure. The procedure was a carotid angiography. Additional information was requested but not provided. One non-sterile vascular closure device 6f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a cordis catheter sheath introducer (csi), the deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. A kinked/bent condition were found on the delivery shaft located approximately at 6 and 8 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found. The results were within specification. Functional analysis could not be performed since the indicator wire was received fully deployed. The internal mechanism of the unit was inspected, and no anomalies were found. The reported event by the customer as ¿indicator wire - deployment difficulty¿ was not confirmed, as the functional test could not be performed due to the device received with the indicator wire fully deployed. The internal mechanism of the unit was inspected, and no anomalies were found. A kinked/bent condition were found on the delivery shaft. Dimensional analysis of the inner and outer diameter on the delivery shaft are within specification. The cause of the reported event could not be conclusively determined during analysis. Procedural and/or handling factors are possible contributing factors to the issue reported. The device did not present any obvious indication of a manufacturing defect or anomaly that could contribute to the event reported. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review and the product analysis, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.